Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion during therapy not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received insulin flow blocked alarm. The blood glucose level was 198 mg/dl. Troubleshooting was performed for insulin flow blocked alarm. Customer tried all the remedies. Customer state that insulin did not exist. The insulin pump will be returned for the analysis.